Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to MRI and non-function. A right atrial (ra) and left ventricular (lv) were present within the patient, but not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight, progress was made to the proximal coil of the lead. Then, switching to a spectranetics 13f tightrail rotating dilator sheath, advancement was made over the proximal coil, when the patient¿s blood pressure dropped. Traction on the lld ez was released, and the patient stabilized. Next, the tightrail advanced to the distal coil, but could not progress further due to the stiffness of the outer sheath. When removing the tightrail from the patient to eliminate the outer sheath, the blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including CPR and the use of a spectranetics bridge occluding balloon. The balloon was advanced up the guidewire but would not advance past the ivc (MDR#: 3007284006-2025-00107). Use of the bridge was abandoned, sternotomy was performed, and the patient was placed on bypass. The blood pressure stabilized, the rv lead was removed, and an svc/ra junction perforation was discovered and repaired. However, there was still evidence of bleeding in the abdominal area, and damage to the spleen was identified due to resuscitation attempts. The spleen was removed, patient was taken off bypass, and an epicardial system was implanted. The patient was intubated and was transferred to the ICU. The patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the tightrail device in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3a/a3b) patient sex and gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.